Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that the wave form became dampened. The lines were assessed and blood was noted by the customer in the helium line. The iab pump (iabp) was placed on standby. Iab was removed. After iab removal pressure was held on the site for 20 minutes. Patient then developed a hematoma and pressure was held again. Vascular surgery was notified and patient was taken to operating room (or) for an exploratory groin and then the patient underwent repair of the right femoral artery. Indication for use was ischemia following cardiopulmonary bypass.

Manufacturer narrative:
Lot # changed from: 3000071844 to 3000073602 (contained within this submission). Device evaluation: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 24.6cm from the rear seal measuring 0.038cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The evaluation confirmed the reported problem. An abrasion leak is a known inherent risk and common failure mode caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that the wave form became dampened. The lines were assessed and blood was noted by the customer in the helium line. The iab pump (iabp) was placed on standby. Iab was removed. After iab removal pressure was held on the site for 20 minutes. Patient then developed a hematoma and pressure was held again. Vascular surgery was notified and patient was taken to operating room (or) for an exploratory groin and then the patient underwent repair of the right femoral artery. Indication for use was ischemia following cardiopulmonary bypass. The serious injury was not attributed to the device by the facility.